Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic, auto mode switch episodes due to lead noise was observed on the right atrial lead. It was noted that the noise was reproducible with arm movements. Programming modifications were performed. The patient¿s condition was stable.